Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two hours post implant, the patient experienced syncope while on a telemetry monitor. It was noted the right ventricular (rv) lead exhibited loss of capture and a rising to high threshold measurement. The lead was determined to have dislodged, and the physician planned to reposition the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.